Event description:
Physician provided an ultrasound which diagnosed an "intra capsular rupture". Physician additionally reported ¿present nodule in cie ... Of the right breast of about 0.5 cm in diameter of elastic consistency, bothersome to palpation¿ and ¿nodules¿. The device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Continued h6: f2203 - imaging required. Continued phone number(s) (e.1):(B)(6). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ultrasound diagnosed an "intra capsular rupture". Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Patch lot number 3150545.